Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Customer stated that plastic chipping off when changing reservoir, alarm was not as loud and insulin pump was alarming without message. Device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss, no audio/vibrate anomaly and no excessive no delivery during test noted. Insulin pump received with cracked reservoir tube lip.